Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 7080236 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.

Event description:
Clinical study. Same case as MFR# 6000093-2007-00242. It was reported that post index procedure, the pt had a stent thrombosis (st). The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the first obtuse marginal (om1). The lesion was 3 mm wide, 10 mm long, and 70% stenosed. There was mild calcification and tortuosity. The physician predilated the lesion prior to placing a 3.0 x 12 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the second obtuse marginal (om2). The lesion was 3 mm wide, 18 mm long, and 99% stenosed. There was mild calcification and tortuosity. The physician direct stented the lesion with a 3.0 x 20 mm taxus express2 stent. Residual stenosis was 0%. The pt received angiomax during the procedure. The pt was discharged one day later on aspirin and plavix. On day 673, the pt had the st. The pt was hospitalized, and a catheterization without an intervention was performed. The pt's medication regime was changed (details unk). The pt was discharged the same day. In the opinion of the physician, there is an unk relationship between the st and the taxus stent.